Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that patients lead migrated. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively, and the leads remain implanted and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately after implant from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7101247. UDI: ((B)(4).